Event description:
Customer reported low blood glucose symptoms with blood glucose result of 35 mg/dl obtained on the advantage system. Paramedics treated customer with glucose IV; re-tested 2 minutes later on customer's meter and result was hi (greater then 600 mg/dl). Customer was taken to the hospital and his symptoms improved. Requested return of suspect device and replacement was sent.